Manufacturer narrative:
Product received on: (B)(6) 2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. Cook received three opened but unused devices. Physical examination showed some resistance when attempting to unscrew the coaxial needle subassembly. Retightening the coaxial subassembly recreates the failure mode. Relevant dimensions such as the stylet outer diameter and cannula inner diameter were measured within specification. Based on this information, the returned devices cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation was performed. Action has been taken to address a potential quality gap relating to this failure mode. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A database search revealed two other complaints under this lot. Actions were previously taken to address this failure mode and found the failure mode was related to a manufacturing step, not the device lots. The risk assessment determined that no risk reduction is necessary. This decision is still valid since the failure mode is related to a manufacturing step concerning the product line, and the risk assessment conclusion has not changed. Based on the information provided, inspection of returned product and the results of the investigation, cook has concluded that the main cause of failure is likely to be manufacturing-related, traced to a quality control deficiency. Action has been taken to address a potential quality gap relating to this failure mode. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k): k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was selected for use in a breast biopsy in a female patient. The report states the user had trouble with the coaxial needle becoming ¿jammed¿ prior to use. Additional information regarding the patient outcome has been requested but is currently unavailable. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.